Event description:
Boston scientific received information that this transvenous right atrial lead had exhibited loss of capture and sensing, which resulted in a surgical intervention.

Manufacturer narrative:
There were no reported adverse patient effects beyond the necessity for early surgical intervention. This lead was surgically abandoned.